Event description:
It was reported that the customer had a panic attack and a blood glucose spike. She was taken via ambulance to hospital where she was kept until such a time as she was able to resume insulin therapy with her insulin pump. No additional info was provided.

Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.